Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer's representative regarding an implantable intrathecal pump delivering an unknown dose and concentration of an unknown drug, indicated for non-malignant pain and failed back syndrome- other. It was noted in the pump logs that the pump had been moved from the patient's back to his right side on (B)(6) 2011. No further patient complications were reported as a result of the event. Additional information was provided by the healthcare provider (hcp). The patient had experienced recurrent seromas requiring aspiration of up to 100 ccs of fluid. In (B)(6) 2011, the physician was concerned about erosion of the pump through the skin, therefore the pump was moved to the right side. No symptoms were reported. The pocket healed without issue.